Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. When plugged into a power source to be charged, the gauge displayed 85%. However, 10 minutes later when the charging ended, the gauge displayed 5%. The customer's blood glucose level was 133 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.